Event description:
It was reported that this right ventricular (rv} lead and right atrial (ra) lead, exhibited high out of range shock and pace impedance measurements, greater than 200 ohms and 2000 ohms, respectively. It was noted that the patient underwent a ventricular tachycardia (vt) ablation procedure on the same day. Bostonf scientific technical services (ts) discussed possibility of high out of range measurements during procedure or an electromagnetic interference (emi) environment. No adverse patient effects were reported. The product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).